Event description:
It was reported that this peritoneal dialysis (pd) patient developed peritonitis on (B)(6) 2023 due to supplies not being delivered as a result of a credit hold. Attempts to obtain additional information were unsuccessful. A peritoneal dialysis registered nurse (pdrn) stated they do not have the patient¿s records pertaining to the event as this patient was just admitted to their pd clinic on (B)(6) 2023.